Event description:
It was reported that the unspecified bd¿ 25x7 hypodermic needle had miniature holes in it, rendering it defective. The following information was provided by the initial reporter, translated from (B)(6): "the 25x7 gray hypodermic needles are coming... With mini holes, causing difficulty in collection, discomfort to the patient."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ 25x7 hypodermic needle had miniature holes in it, rendering it defective. The following information was provided by the initial reporter, translated from portuguese: "the 25x7 gray hypodermic needles are coming... With mini holes, causing difficulty in collection, discomfort to the patient."

Manufacturer narrative:
H.6. Investigation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h.10.